Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Per the customer, the sample will not be returned to baxter for evaluation. Therefore, the reported condition of "separate tubing" could not be confirmed. In addition, baxter is in communication with the customer to obtain the lot number. Should the sample and/or additional information be received, a follow-up report will be submitted.

Event description:
It was reported to baxter healthcare that the end of the tubing of one (1) ce intermate sv100 device had fallen/separated off of the device. It is unknown when this occurred. There is no report of patient involvement. No additional information is available.